Event description:
It was reported that, on (B)(6) 2022, a patient's implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes. Examination of session records shows post sensed t wave oversensing. Reprogramming intervention was performed and the patient is stable.